Event description:
Account reports two incidents in which the one piece male luer lock adapter separated from the attached catheter during a stress test. Rptr stated there was no negative outcome to the patients, though they did experience a radioactive spill.